Event description:
Surgeon indicated he performed one revision surgery to remove defective ti synex ii devices. Surgeon indicated this revision occurred approximately one year ago, but he was not certain of this time frame, details of the failure, not revision specifics.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Synex ii central body devices are currently the subject of a medical device recall. The info provided is insufficient to determine relationship to the device recall issue (in situ loss of height).